Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a typical afl procedure, there was a procedural delay. It was noted that the ensite velocity dws was unable to transmit anything to the screen in the lab. Troubleshooting included checking the cables and connections, turning the dws off and on, turning the dws and precision system off and on again, and turning off the dws, precision system, and x-ray system, but the issue persisted. The issue was temporarily resolved by bypassing the switch that connected the precision system to the room. The procedure was completed with no adverse consequences to the patient.